Event description:
Pt with aicd implant done on 10/14/94 for v-tach, v-fib, marked cardiomegely, and h/o sudden death. Pt was re-admitted 5/16/95 for inappropriate aicd "shocks." Chest x-ray lead dislodgment. Aicd lead replacement was done 5/18/95. Pt was discharged in good condition on 5/20/95.